Event description:
It was reported that for about 45 days, the inflatable penile prosthesis had been malfunctioning without inflation of the cylinders. Several maneuvers during physical examination were tried and unsuccessful. After an ultrasound, it was confirmed that the reservoir only had a volume of 14 ml of fluid, which was emptied after compression of the pump that did not result in an erection. No patient complications were reported.

Event description:
It was reported that for about 45 days, the inflatable penile prosthesis had been malfunctioning without inflation of the cylinders. Several maneuvers during physical examination were tried and unsuccessful. After an ultrasound, it was confirmed that the reservoir only had a volume of 14 ml of fluid, which was emptied after compression of the pump that did not result in an erection. The product was explanted and replaced with new inflatable penile prosthesis (ipp). During the replacement surgery, it was found that the tubing to the pump had ruptured. No patient complications were reported.